Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2. Corrected fields: h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during on-site inspection of the device, the duodenovideoscope exhibited knob-wire had foreign objects and foreign objects came out of the distal end. There was no patient involvement.